Event description:
The user facility reported that following an intervention for peripheral arterial disease, the physician attempted to close with a 6fr angio-seal vip. The physician was able to successfully locate the vessel using the modified sheath and arteriotomy locator. Upon entry of the angio-seal device, the anchor, suture, and collagen portion never exited the tip of the modified sheath. The doctor went to tamp the collagen; however, the entire device came out. Nothing was left inside the patient and no harm was caused. The physician and staff held manual pressure. There was no blood loss. There was no patient injury. Additional information was received on 21oct2024: a 6fr procedural sheath was used. A pre-deployment angiogram was performed. The vessel looked appropriate for angio-seal closure. The patient was stable. There were no concomitant medical products used with the angio-seal device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab charge nurse. The actual device has been returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).